Event description:
It was reported the physician was performing a subacromial shoulder decompression using a super multivac 50 icw. Intra-operative, an electrode plate detached from the distal end of the wand, falling into the patient's joint. The surgery proceeded and was completed; however, the detached fragment was not retrieved. The patient is scheduled to return for a x-ray of the surgical site. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age and weight were not available. The lot number of the reported device was not available. Without a lot or serial number, no manufacturing or expiration dates can be provided.